Manufacturer narrative:
One medfusion pump was received with no physical damage, but the pump was dirty. The event history log was reviewed and there was a primary audible alarm post message. The pump was powered up and the primary audible alarm post error was duplicated. Some corrosion from fluid ingression from fluid ingression and the smell of smoke was found on the interconnect board. The issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. The interconnect board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor bridge sensor test failure. There was no reported adverse event.